Event description:
It was initially reported by the physician that a patient had come into an appointment at unintended settings. The physician reported that at the previous appointment that system diagnostics were run and there was no final interrogation. The physician would not provide the patient information citing (B)(6).